Event description:
It was reported that during a pump replacement the healthcare provider (hcp) was unable to aspirate the catheter. The pump was being replaced due to nearing end of life (eol). The reporter stated that the patient was doing fine. The device system was used to deliver baclofen. It was later reported that no flow was present at the distal or proximal segment of the catheter. The entire catheter was removed and replaced. The reporter did not know the outcome of the patient or if they were receiving effective therapy at the time of the report. The reporter believed the drug was gablofen 2000mcg/ml but was unsure.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).